Manufacturer narrative:
(B)(6). The 510k: this report is for six unknown 3.5 mm locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Exact date unknown; reported as approximately 1 year prior to explant date of (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal procedure was conducted on (B)(6) 2016, due to pain. The patient had a proximal tibia plate construct implanted approximately one (1) year ago. The patient had healed appropriately but presented with pain on an unknown date. The surgeon removed six (6) 3.5 mm locking screws, one (1) cortex screw, and one (1) 3.5 mm locking compression plate (lcp) lateral lowbend proximal 6-hole tibia plate. All devices were removed intact. There was no surgical delay or additional medical intervention required. The procedure was successfully completed and the patient status is stable. This report is for six unknown 3.5 mm locking screws. This is report 2 of 3 for (B)(4).